Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date. The customer¿s high blood glucose was over 400 mg/dl, 574 mg/dl and 503 mg/dl. The customer was in emergency room. The customer was hospitalized for few hours. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump and manual injection. The customer stated that they were using the auto mode feature. The insulin pump will not be returned for analysis.